Manufacturer narrative:
The field service representative documented the customer believed there was a clotted sample which caused the issue. The reagent pack in use at the time of the event and patient sample were no longer available. He checked the system for mechanical adjustment issues, fluidics, and calibration and qc errors. All checks passed. There were no operational issues with the system and it was performing to specification.

Manufacturer narrative:
The original result of >100 miu/l was accompanied by a data flag. Additional tsh results for the sample were provided as 88.90, 90.46, 92.66, 78.45, and 82.90 miu/ml. The reagent lot number was 18552205 with an expiration date of 06/30/2017. A specific root cause could not be determined, but it was likely the suspected clotted sample caused the issue. Other general causes that were possible include issues with the sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys tsh assay results for one patient sample. The original result was >100 miu/l and repeat result was 5.89 miu/l. The sample was repeated on another cobas 8000 e 602 module analyzer and the first result was >100 miu/l and the second results was 89.03 miu/l. Information was provided that the results were accompanied by data flags, but specific information was not provided. The repeat results were believed to be correct. No results were reported outside the laboratory. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided.